Event description:
Reportedly, it was impossible to perform a device interrogation since the screen of the programmer was zoomed.

Manufacturer narrative:
Upon reception of the subject programmer, the reported issue was confirmed: the screen of the orchestra plus device was zoomed and device interrogations could not be properly closed. The reported issue most probably resulted from a system file corruption. The subject programmer followed the normal workflow of repair including a re-ghost (to correct the issue) and was sent back to the field.

Event description:
Reportedly, it was impossible to perform a device interrogation since the screen of the programmer was zoomed.